Manufacturer narrative:
Updated to reflect the information received on 2017-aug-29. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider on 2017-aug-2. It was reported that the patient's pump was empty, which led to the pump alarm. The patient was reportedly coming to the hcp's office for the pump to be turned off. The alarm was going to be resolved soon. The patient's weight at the time of the event was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-aug-09. The hcp reported that they last saw the patient in february 2017 at which time they did not access the pump, but programmed the reservoir volume to 1 ml and redirected that patient back to the pain management doctor. According to the hcp, the patient called and demanded that they take care of the patient's pump. The patient reported that their pain doctor fired them and their pump was alarming. The hcp was uncomfortable with taking over the pump and requested programming options since the pump was alarming.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen 150mcg/ml at 37.36mcg/day and morphine 2mg/ml at 0.4995mg/day via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported an empty pump. The patient had been seeing a pain physician and had come back to the healthcare provider for evaluation. The healthcare provider was awaiting medical records as to why the patient had not had the pump refilled for almost 1 year. There were no reported patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the troubleshooting performed related to the empty pump and missed refill was the pump was interrogated and found to be empty. The actions and interventions taken to resolve the empty pump and missed refill was the healthcare provider requested records from the healthcare provider who last refilled the pump in previous year. The cause of the empty pump and missed refill was not determined as the patient was unable to explain why they missed appointments with the healthcare provider. The empty pump and missed refill was not resolved as the healthcare provider was awaiting records from the previous healthcare provider.